Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the insulation had been compromised. There was no patient involvement and therefore no adverse consequence.

Manufacturer narrative:
Alleged failure: failed insul scan . The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root causes could be normal wear, user misuse, and improper sterilization methods. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. (B)(4).

Event description:
It was reported that the insulation had been compromised. There was no patient involvement and therefore no adverse consequence.